Event description:
Report received that states: "the floor experienced an overdelivery. It was set at 13.2ml/hr with a maximum of 52. It gave 52ml/hr." Numerous attempts to obtain additional info from the customer were unsuccessful. The facility risk manager cited pt confidentiality and responded "she will not be providing any additional info regarding the incident."